Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A non bsc stent was deployed in the mid lad. The physician then attempted to dilate the distal lad with a 1.5 x 15 mm apex push monorail balloon catheter. The balloon ruptured after 5 seconds at 5 atms on the first inflation. The device was successfully removed from the pt and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Based on this analysis the most probable root cause of this complaint can be attributed to operational context.